Event description:
The customer reported generating a falsely high tropinin I result on one pt sample. The sample was treated with a heterophilic antibody blocking tube and correct results were generated. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic the customer reported generating a falsely high tropinin I result on one pt sample. The sample was treated with a heterophilic antibody blocking tube and correct results were generated. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.